Event description:
End user son in law is stating that the brake cable broke on the right side. End user was walking backwards and fell back and fell to the ground, paramedics were called to get it up off the floor. End user is in assisted living facility, no trip to the hospital. No injury alleged. Son in law saw the brake cable was brought after the fall, but son in law didn't know when it broke.